Event description:
Customer reported levophed was supposed to be infusing to a patient. The patient's blood pressure dropped and the nurse found that the levophed was not infusing (although the pump said it was). It is believed that the levophed was not infusing for about 5 minutes. Drip was restarted. No medical intervention required. The tubing was discarded. Devices were sent to biomed who would like to send them all in for investigation. It is unknown which pump module the levophed was infusing on. Biomed received one pc unit and five pump modules. Per the risk manager, the patient had 3 channels running; one with maintenance fluids, one with antibiotics and the other with levophed. Customer states that no further patient or event information is available. (B)(4).

Manufacturer narrative:
(B)(4). The report of levophed found not infusing could not be confirmed through the log review and was not duplicated during the investigation. A review of the associated pc unit event log for the time period in question found that the levophed infusion was running on pump module 8100-12679406 since 10:27am on (B)(6) 2012 and ran until 2:20pm that afternoon when it was turned off by the user. At the time of the event (11:30am), the pump module was running at 8mcg/min (30ml/hr). The log review found that the infusion was momentarily paused at 11:50am (14 seconds) and again at 11:52am (32 seconds) but at no time was the device off for five minutes as reported by the user. Also noted during the log review was that levophed was originally programmed on pump module 8100-12763535 at 10:21am and on pump module 8100-12736656 at 10:23am. These two modules were then turned off and levophed was then programmed on pump module 8100-12679406 at 10:27am. Functional testing and inspection of the pump module, determined to be the event source device, found the module to be in good working condition and within specifications for rate accuracy and occlusion detection. The root cause of the customer's report of levophed not infusing was not determined during the investigation.